Event description:
Pt reported having difficulty going through security systems. Pt receives shocks even when the device system is turned down to the lowest setting and off. No report of device explantation. A follow-up report will be sent if additional information is received.